Event description:
While unloading a pt lying on an ambulance cot from the back of their ambulance, two fire dept paramedics experienced a sudden and unanticipated collapse of the rear end of the cot. During this procedure, the paramedic at the head end was lowering the cot from the inclined load position to the flat horizontal position. As they were doing so, the pt's left foot accidentally activated the foot control lever. This caused a release of the foot end of the cot, causing it to fall to the ground. The paramedic at the foot end did not anticipate this sudden release and lost their grip when the locking mechanism released. The paramedic at the head end maintained their grip. There were no resultant injuries to either the pt or the paramedics due to this occurrence. The cot that was used in this instance was recently purchased. It is the same make and model (93 es) used by the fire dept personnel for many years. A ferno-washington rep (emsar) prepared the cot for use prior to fire department personnel placing it into service. An inspection of the cot found no material deficiencies. The pt involved in this instance was very tall. Their legs extended beyond the end of the cot mattress and came in contact with the foot control lever. The foot control lever is not protected from the top by any type of barrier protection, thus exposing it to contact from equipment or pt limbs.